Manufacturer narrative:
The drip chamber was returned to the manufacturer for analysis. Analysis found that as reported the drip chamber had been installed upside down. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that the drip chamber on the pump tubing was backwards. There was no patient present when this issue was identified.